Manufacturer narrative:
The ten retrospective review incidents are being reported under medwatch MFR#s 1056600-2009-00169 through medwatch MFR#s 1056600-2009-00178. (B) (4)..

Event description:
During a six month retrospective review of a customer's provue results by ocd's second level support (tac), a total of 10 questionable samples may have resulted incorrectly. A possible misread of ten negative reactions as 1+ reactions may have occurred in the anti-a microtube. Sample (B) (4) was tested on (B) (6) 2009. Based upon the retrospective review, the customer was not sure whether the provue reported correct results. The customer changed the result to "nrd" (no results determined) after the review. According to the customer, these results are reported internally within their facility. The initial complaint reported on 07/07/09 was reported under medwatch #1056600-2009-00166 (B) (4).